Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero¿ extension set experienced breakage. The following information was provided by the initial reporter: that multiple lines connect to snapped and broke.

Manufacturer narrative:
H.6. Investigation: a complaint of tubing snapping and breaking was received from the customer. A sample was returned for investigation. Through visual inspection, the customer complaint was confirmed. The set had the second set of maxzeros separated. The tubing was not damaged and no solvent was noticed on the piece that connects to the rest of the set. A device history record review for model mz9275 lot number 21025160 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect. The root cause was determined to be a lack of solvent added to the connection site. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of component damage with lot #21025160 regarding item mz9275.

Event description:
It was reported that the bd maxzero¿ extension set experienced breakage. The following information was provided by the initial reporter: that multiple lines connect to snapped and broke.